Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an arthroscopic meniscal suture, the two points (t1 & t2) of the 'fast-fix 360' deployed well, but at the moment of lowering the knot, even though the correct tension was made, the locking knot never lowered and remained in the middle of the joint. So, it was necessary to remove the suture from the patient in its entirety. The procedure was successfully completed with a non-significant delay using a s+n backup device. The patient's health condition is stable. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the suture and both anchors were returned detached from the device. The depth limiter button was in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found that there is a knot between the two anchors. The suture does not tighten through the knot. The sliding knot appears to have failed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.